Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of two pipeline stent's failure to open. The patient was undergoing neurointerventional minimally invasive surgery, flow-diverting stent implantation for multiple aneurysms at the ophthalmic segment of the right internal carotid artery. The lesion was a saccular, unruptured aneurysm with a max diameter of 5 mm and a 4 mmneck diameter. The landing zone was 4.1 mm distally and 4.7 mm proximally. The access vessel was the femoral artery with a diameter of 6 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered at a normal platelet reactivity units (pru) level range. The angiographic result post procedure was normal. It was reported that the femoral artery was punctured, and a 6f 90 cm long sheath was advanced smoothly to the common carotid artery under the guidance of a 0.035-inch loach guidewire and a multifunctional angiographic catheter, and then advanced further to the c2 segment. A tethys 115 cm 6f intermediate catheter was advanced to the posterior bend of the cavernous segment using a coaxial technique. Routine angiography and 3d rotational angiography were performed, and the ped2-475-25 model was selected. The phenom microcatheter was advanced smoothly to the junction of m1 and m2 under the guidance of a sychro guidewire. The ped shield was hydrated with high-pressure saline and then delivered into the middle cerebral artery after flushing; everything proceeded smoothly at this stage. The ped was opened at the straight segment of m1 to expose the tip end, but the stent failed to open. A longer segment of approximately 10 mm was exposed, but the tip end still could not be opened. Then it was pulled back to the internal carotid artery in an attempt to obtain more space; however, the tip end of the ped still failed to open. Despite slight oscillation and resheathing and redeployment attempts, the tip end still could not be adequately opened. Under fluoroscopy, abnormal morphology of the tip end was observed, and therefore the entire system was removed from the body. A new phenom27 microcatheter was used, and a ped2-450-25 was selected. The above steps, i.e., the standard procedure, were repeated. This time the tip end of the stent opened smoothly without any abnormalities. The ped was then further deployed, and the overall process was relatively smooth. After full deployment, the stent apposition was considered suboptimal, so dilation was performed using a hyperglide-4-15 balloon. The stent was fully opened with good wall apposition. Angiography and stent CT verification showed no abnormalities, and the procedure was completed successfully. There was failure to open in the distal section for the ped2-475-25 stent. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open the pipeline was resheathed less than or equal to 2 times. There were additional steps or other devices required to open the pipeline such as releasing a longer segment of the stent, slight oscillation, resheathing and redeployment. The pipeline was resheathed and removed with the microcatheter, and from the patient. The catheter was flushed as indicated in the IFU. Ancillary devices include a 6f 90 cm longsheath, a tethys 115 cm 6f intermediate catheter, a phenom 27 microcatheter, a sychro guidewire (0.014 inch 200 cm), and a hyperglide-4-15.